Event description:
The stent came off the balloon inside the guide catheter.

Manufacturer narrative:
As the product was not returned a proper analysis could not be performed. We have not been able to determine any fault due to mfg. A review of the production lot history data from qc indicated successful passage of the lot qualification samples through a 6 french cordis introducer sheath. With no additional procedural details, the catheter system or introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.